Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment address: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device¿s electrode loop broke. The issue occurred during a therapeutic prostate plasma resection procedure on the patient. A new electrode was immediately replaced to complete the surgery. There was no delay. There were no reports of patient or user harm associated with this event.